Manufacturer narrative:
(B)(4). Due to the missing sample no examination was possible. The complaint is filed for statistical purposes.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to be returned to our bbm laboratory in (B)(6). A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6): pump did not give requested bolus. ICU nurse reports that a patient received heparin with perfusor space pump; ICU staff decreased gradually the dosage, but the patient did not react as expected(lower ppt values). According to medical stuff estimation one option is that the pump did not give the requested bolus.